Manufacturer narrative:
(B)(4)

Event description:
The healthcare provider (hcp) reported shocking at the implantable neurostimulator (ins) site. This had occurred suddenly. No changes in life, medical tests/emi, or trauma/falls had occurred. The patient was in the emergency room (ER) at the time of the call. A manufacturer representative (rep) was being requested. Additional information received from the hcp via the rep reported that the patient had been admitted. She was having severe shocking type pain at the ins site every 7-10 minutes despite the fact that it had been programmed down to 0 volts. It was noted that she had been doing well with the device. They were likely going to have to take it out and the patient wanted a new one. It was also noted that there was no evidence of visible device abnormality via CT scan. It was unclear what had led to this event and was not resolved at the time of the additional information. The patient was fine. Additional information received from the rep in response to follow-up reported that it was found on (B)(6) 2016 that the battery was flipped in the pocket. An explant did not occur but the issue was corrected. The hcp was hoping that would take care of the shocking. Relevant medical history included gastric stimulation. No further follow-up was required.